Manufacturer narrative:
A product investigation was completed: the 359.219 lot number 8608193 inserter for titanium elastic nails was returned and reported to have broken during surgery. This complaint condition was likely caused by over three years of consistent use and possible rough handling during surgery or sterile processing; however, this complaint is not likely a result of any design or manufacturing related deficiency. A visual inspection, device history record review, and drawing review were performed as part of this investigation. This complaint is confirmed. No new malfunctions were observed during the course of this investigation. Per the technique guide, the 359.219 inserter for titanium elastic nails is an instrument routinely used in the titanium elastic nail system. The t-handle portion of the device has fractured where it connects to the shaft internally with both pieces falling out. It is likely that over three years of consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition. The device was manufactured in january 2014 and is over three years old. The balance of the returned device is in fairly battered condition consistent with its method of use. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. Upon review of the device history record, no non-conformance reports germane to the complaint condition were generated during the production of this device. It is likely that over three years of consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: date of event is unknown. Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Therapy date of concomitant device is unknown. Device history records review was completed for part# 359.219, lot# 8608193. Manufacturing location: (B)(4), manufacturing date: jan 21, 2014. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent surgery for an unknown procedure on an unknown date. During the procedure the surgeon had to hit the t-handle inserter for titanium (ti) elastic nail with a mallet and the t-handle broke into three (3) pieces. There were fragments generated that were easily retrieved with no additional medical or surgical intervention required. The surgeon finished the procedure with a back-up device that was readily available. There was no surgical time delay reported and no patient harm. There were no x-rays. The surgery was successfully completed. The patient status outcome is unknown. Concomitant devices reported: mallet (part# unknown, lot# unknown, quantity 1). This report is for one (1) inserter for ti elastic nails. This is report 1 of 1 for (B)(4).